Event description:
It was reported that, "pt is going to physical therapy but is still having pain in her right knee when bending it for any period of time. She is inquiring whether any of her stryker implants were recalled."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.